Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient may have his inflatable penile prosthesis (ipp) pump removed and replaced on a future date. Should additional information be received a supplemental report will be submitted.